Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming ¿low helium¿ from the beginning of therapy. The helium icon on the screen was red, but the gauge on the front of the pump was over half full and green. The end user was alarmed but was assured by colleagues that this was a known alarm for this particular iabp. The end user was advised that changing the helium tank would not resolve the issue. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming ¿low helium¿ from the beginning of therapy. The helium icon on the screen was red, but the gauge on the front of the pump was over half full and green. The end user was alarmed but was assured by colleagues that this was a known alarm for this particular iabp. The end user was advised that changing the helium tank would not resolve the issue. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.